Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 25. The blood glucose reading was 171 mg/dl at the time of the incident. The customer was advised to monitor the insulin pump. The insulin pump will not be returning for analysis.